Event description:
It was reported that the patient was hospitalized for an infection that had spread to the spine, heart, and possibly the brain. The symptom is severe pain. The cause of the infection was unknown. The patient was placed on antibiotics, ongoing care and treatment.

Manufacturer narrative:
Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on all available information, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Manufacturer narrative:
Block b3: exact date unknown, event occurred 2 months to the date the manufacturer became aware. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218700 model: sc-2218-70 serial: (B)(6). Batch: 7098597 UDI: (B)(4). Product family: scs-linear leads upn: m365sc2218700 model: sc-2218-70 serial: (B)(6). Batch: 7098626 UDI: (B)(4).

Event description:
It was reported that the patient was hospitalized for an infection that had spread to the spine, heart, and possibly the brain. The symptom is severe pain. The cause of the infection was unknown. The patient was placed on antibiotics, ongoing care and treatment.